Manufacturer narrative:
The customer reported that they are seeing intermittent signal loss across 4 different floors. No harm or injury was reported. They already rebooted all multiple patient receivers (org's), but the issue persisted. Attempt #1 07/27/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/03/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 08/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device(s) were used when the issue occurred: transmitter: model #: zm-531pa, serial #: (B)(4), device manufacturer data: 10/07/2015, unique identifier (UDI) #: (B)(4). Multiple org's: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that they are seeing intermittent signal loss across 4 different floors. No harm or injury was reported. They already rebooted all multiple patient receivers (org's), but the issue persisted.